Manufacturer narrative:
It is documented in the literature that a pneumothorax is a well-defined potential side effect when placing markers in the lung. Having noted this, it should be further noted that the physician did not believe that the product contributed to the pt demise. At this time cortex is reviewing the current IFU. We are considering adding verbiage stating that the marker should not be modified in any way. The modification made to the superlock marker. Quoted directly from the initial report: "the treating physician cut the two band marker ends off and placed the titanium rod in the pt's lymph node using ebus". Note: further review indicated that the marker was the "all gold" version. This has no bearing on the event it is only noted in the interest of accuracy. So the initial report should have read, "placed the gold rod". Superlock specification: the superlock marker is simply a 0.381 mm diameter gold wire with a gold bands securely crimped on each end. The bands are 0.9 mm in diameter and 3.0 mm in length. They are separated (on center) by 10 mm. The marker is illustrated here: by cutting the two ends off th e treating physician created a gold wire that was 0.381 mm in diameter and approximately 7 mm long as illustrated here. (B)(4).

Event description:
Cortex was made aware that an implanted marker that is produced for superd (acquired by covidien) was modified by a physician and implanted in the pt. At the conclusion of the procedure, the pt was observed having a small pneumothorax located in the mediastinum. The pt was hospitalized. It was later learned that the pt expired but the physician stated he did not believe that the superdimension devices contributed to the event. Regardless of cause cortex concluded that this event is reportable under the FDA rules governing medical device reporting.